Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48mm in diameter abdominal aortic aneurysm. The proximal neck was 17-23 mm in diameter and 48 mm in length. The right iliac measured 10-8-12mm in diameter. The left iliac measured 11-10-14-18-12mm in diameter. It was reported that prior to the patient¿s hospital discharge the patient had no blood pressure in the right leg. The physician immediately performed a thrombectomy on the occluded right side, and implanted an excluder cuff inside the existing eii stent graft, resolving the event. During the procedure, two stent grafts were overlapped on the left side of the narrow terminal aorta, while only one stent graft was implanted on the right side of it. Therefore, the single right leg was pushed and caused the stent graft to crush. Per the physician, for the narrow terminal aorta, the stent graft should have been balanced at 1:1. However, this was not done, and that¿s the cause of the event. The physician has recognized that the problem existed in the procedure plan. No additional clinical sequelae were reported and the patient is fine.